Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that the patient died. The patient presented with st- elevation myocardial infarction and within one hour of chest pain. The 90% stenosed, diffused de novo target lesion was located in the mildly tortuous and moderately calcified proximal to mid left anterior descending artery (lad) with around 180 degree arc of calcium. A 3.50 x 38 synergy drug-eluting stent was implanted in the proximal lad with timi grade iii flow. No pre-dilatation or post-dilatation was done. The patient was asymptomatic on the table. Activated clotting time was checked immediately after the procedure and it was 462. The patent was shifted to coronary care unit and after one and half hour he developed chest pain followed by cardiac arrest. Cardiopulmonary resuscitation (CPR) was started and continued for more than one and half hour and there was spontaneous respiration. Rhythm reverted for one minute after 10 minutes of CPR but again was asystole or fine ventricular fibrillation was still noted. After one hour,it was found that there was minor thrombus in the stent and also into the left circumflex artery orifice. The patient was wired but was in asystole.